Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. The patient requested assistance with connecting to their ins and adjusting their therapy settings. The patient stated that as of two days ago they had not been able to get their handset and communicator to connect. The patient was instructed to exit the app and re-enter. The communicator timed out both times before connection was established. The patient was instructed to turn the handset and communicator off for about a minute. The patient was then able to connect their handset and communicator. The patient was guided  through successfully connecting to the ins. The patient increased stimulation to a comfortable level at the bicycle seat area. The patient would maintain stimulation level and would continue to track symptoms. Additional information was received from the patient on 2025-feb-13. They called back and repeated the previously reported issues. The patient stated when they tried to connect the handset and communicator they encountered a searching for device message on the handset and the communicator timed out without any change in the handset screen. The patient was instructed to attempt turning the devices off and back on again; the same screen showed up on the handset. The patient was transferred to it for assistance with connecting the handset and communicator. After working with it to address the communicator pairing issue, the patient was transferred back and it was confirmed the communicator pairing issue was resolved. However, the patient mentioned they were having a lot of "pressure problems" which they indicated was discomfort with the stimulation. It was reviewed with the patient that uncomfortable stimulation could be a sign the amplitude was set too high. As the patient was trying to connect to the ins, they mentioned that sometimes they had a hard time finding the ins, but they connected to the ins on the first attempt during the call. The patient decreased the amplitude and thought they felt a bit more comfort, so they would maintain that amplitude and see how it went. Additional information was received from the patient on 2025-feb-21. The patient called back and reported ongoing pairing issues. Patient stated that they wanted to increase their stimulation but needed assistance in doing so. When agent attempted to assist patient, they encountered the same "searching for communicator" screen is previously noted. Agent reviewed that in order to speak to hcit patient will have to call back on monday. Agent confirmed understanding. The issue was not resolved through troubleshooting. Additional information was received from the patient on 2025-mar-04. Patient called back repeating a continuation of event previously reported in this case. Patient repeated having issues with trying to get connected with their implant. Patient stated they were finally able to get it fixed and paired in the past after working with 4 different people but reported now not able to connect again. Agent reviewed general use of external devices and steps to pair communicator with handset. Patient confirmed communicator was powered, sufficiently charged, and not charging while using it. Patient reported continued seeing searching for communicator that was going around in a circle and unable to pair communicator with handset. Patient confirmed bluetooth was enabled on handset. Patient closed out of app, restarted handset, and powered off/back on communicator but reported issue continued. Agent warm transferred patient to hcit to continue troubleshooting as hcit was able to address communicator pairing issue in the past. Agent had a difficult time hearing patient throughout call and made best attempt to collect all relevant event info. Patient transferred back from hcit. Hcit agent confirmed communicator and handset were successfully paired, but patient was having a hard time connecting to ins. Patient had not yet pressed "find device" patient was then able to connect to ins and adjusted therapy.